Manufacturer narrative:
The manufacturer location was unknown in the initial report. The location has been updated to (B)(6). Contact office name/address has been updated accordingly to reflect the corrected manufacturing facility. Device manufacture date: the device manufacture date was unknown in the initial report. The device manufacture date has been updated as apr 21, 2011. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. A functional assessment was performed and no failures were identified. Therefore, an assignable root cause was not determined. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during a tibial diaphysis fracture surgical procedure, it was discovered that the drill bit device attached to the radiolucent drive device stopped spinning when the surgeon tried to perform a drilling distal locking hole of the expert humeral nail (ehn). The reporter stated that, although the drill bit device was rotating at the beginning of the surgery, the device only started vibrating without spinning in the middle of the surgery. It was reported that the vibration came from the internal structure of the radiolucent drive device. There was a fifteen minute delay to the surgical procedure. It was not reported if a spare device was available for use. It was reported that there was no allegation of malfunction against the drill bit device. There was patient involvement reported. There were no adverse consequences reported as a result of this event. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.